Manufacturer narrative:
Siemens is conducting a thorough investigation of the event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens was informed about potential radiation overexposure on the artis one system. On (B)(6) 2025, a patient underwent a cerebral aneurysm embolization procedure. On (B)(6) 2025, the patient returned to hospital and reported to have experienced hair loss subsequent to the procedure. The customer requested to check the radiation dose delivered on the day of the involved procedure. The system is being tested by a siemens local service team. Siemens requested additional information about this event.

Manufacturer narrative:
The investigation of the reported case has been completed. The log file analysis was performed for further investigation. The log dated oct 03, 2025, showed that patient registration was done at 10:53:03, and patient was closed at 13:41:38. X-ray lasted from 11:05:44 to 13:32:30 with full functionality. No errors and no malfunctions of the system were observed. System worked as specified. The user confirmed the system concerned was working fine during the procedure, and the dose was displayed correctly on the monitor and was fully visible to the user. The procedure lasted for two hours and 48 minutes, for which the accumulated dose was 2195.4mgy with 191 fluoroscopies for 67.1 minutes (about 1724.6mgy) and 37 acquisitions for 5.3 minutes (about 470.7mgy). The applied dose was the intended dose essential for the procedure. Permanent epilation is a known side effect of x-ray application for radiation emitting products. The related risk can be minimized by means of keeping the x-ray exposure to the necessary minimum. The suggestions for optimization of exposure parameters have been provided to the customer, their intentions are to minimize the x-ray dose or reduce the x-ray radiation effect for long-time procedures. The system worked according to its specifications. The system did not cause or contribute to the patient hair loss.